Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4086 competitor implantable pacing lead 2004 (B)(6); 4194 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the impedance was out of range for the right ventricular (rv) lead on the first post operative check. The device was programmed to voo and detections turned off. No patient complications have been reported as a result of this event.

Event description:
It was later reported the rv lead appeared to have non-physiological oversensing and the electrogram and a suspected fracture. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead was oversensing with two lead failure predictor high rate-non sustained episodes less than equal to 215 milliseconds average v-cycle on (B)(6) 2012. (B)(4).